Manufacturer narrative:
(B)(4). (B)(4).

Event description:
The reporter stated the surgeon attempted to implant a 13.0mm icm130v4 implantable collamer lens in pt's left eye. Lens was damaged when doctor attempted to implant lens. A same model, different length lens was implanted.